Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements partly available. Review of the system log file showed that 2spc is defective. Fse replaced the2spc and downloaded the software and did the related calibration. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movements were not available. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.